Manufacturer narrative:
The cause of the reported problem, was the settings/ user error. It was confirmed, there wasn't any malfunction on the pic ix. And the monitor has alarmed correctly. The device remains at the customer site.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient information center (pic) ix did not alarm for a disconnected spo2 and ECG parameter on 18-may-2023. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.